Event description:
Customer reported via phone call that they were hospitalized do to hypoglycemia. Customer stated that they were on the couch and the friend told the spouse that customer was unresponsive. Customer was treated with a glucagon shot but doctor advised to go to the hospital. Blood glucose value at the time of admission was 35 mg/dl. Customer ate a sandwich and may have been given IV at the emergency room and went home. Customer does not remember well. During the call the customer also reported experiencing high blood glucose over 400 mg/dl. Troubleshooting was done on the insulin pump and customer was advised that the insulin pump is working as designed.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. See manufacturer report number 2032227-2015-13945.